Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump issued repeated alert 38 motor stall alarms indicating a failure to infuse, despite multiple restarts and a successful dry run to (B)(4) units; subsequent coaching identified that the user had been attaching the connector to the cartridge outside the pump, which could bend the connector needle and trigger the alert, and the user was instructed to perform a full supply change using correct steps. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose values were not affected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified during user interaction and a device problem consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.